Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a coyote fc balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 4mm distal of the proximal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities with bonds and markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. After a 0.014 non bsc guide wire crossed the lesion, a 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 8 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. After a 0.014 non bsc guide wire crossed the lesion, a 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 8 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.